Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, psychological trauma, vaginal discharge, alopecia, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, psychological trauma, vag. Discharge, hair loss,weight gain. Both right and left tubal ostia were visualized and photographed. We started on the patient's left side. A micro insert was deployed and five coils were counted. Discrepancy in date of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram (B)(6) 2015: essure device is in satisfactory position with satisfactory bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received : case became serious incident. Reporter information, medical history, lab data , essure removal date and removal details were added .reporter causality was updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, psychological trauma, vaginal discharge, alopecia, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, psychological trauma, vag. Discharge, hair loss,weight gain both right and left tubal ostia were visualized and photographed. We started on the patient's left side. A micro insert was deployed and five coils were counted. Discrepancy in date of insertion- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device is in satisfactory position with satisfactory bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.